Event description:
It was reported to philips that the system failed to expose and displayed a low disk space error. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred during a coronary treatment, which was completed using fluoroscopy only. Log file analysis identified that the disk storage space was full, and no automatic deletion of data was set up. This caused new exposure images to not be available. A philips field service engineer (fse) inspected the system on site and carried out database repairs on the system's image processing pc (ippc). After the database repair was carried out, the system was returned to use in good working order. As per the system's instructions for use (IFU), the system checks the storage capacity needed for the selected xper settings. If not, enough space is available a pop-up will appear with a message to delete an examination in order to create more space. Automatic deletion is configurable by service and will result in deletion of the oldest non protected examination. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation has confirmed that the philips system was performing as intended. As per the system's instructions for use (IFU), if not enough storage capacity for exposure images is detected, the system will prompt the user to create more space. Fluoroscopy will still be available, and the user will be able to delete examinations in order to create more space and continue exposing. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.